Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). Event date is approximate. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient said the patient took a long time to find the right program for them due to an unrelated fall they experienced that affected their system. They had noticed their back pain returned like it was prior to getting ins implanted. The patient said they had an x-ray done and they noticed their lead slipped. The patient was told the lead migrated down a centimeter on both sides. They stated due to patient's lead migrating it took the representative a while to program the patient's device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider who reported that reprogramming was done by the manufacturer representative to resolve the lead migration/programming issue. Lead migration/programming issue has been resolved. Patient was (B)(4) lbs at the time of event.